Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor saline device. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient while undergoing a primary breast augmentation with mentor smooth round moderate plus profile 325cc saline breast implants, doctor tried to implant the left device and fill with saline, however the tube wouldn't detach and saline started leaking from the tube. Doctor switched to another saline device. No patient consequences reported.

Manufacturer narrative:
On 8/3/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of implantation is on (B)(6) 2018, date of event, and explantation is on (B)(6) 2018 which makes the procedure revision augmentation. Device lot number is 7577990, and serial number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: findings: upon receipt by mentor, the device contained no fluid. White material was observed within the device. During initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a valve junction rent. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 8/16/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/2019, mentor became aware that the initial report mistakenly submitted as malfunction, and the correct reportable event is serious injury. Manufacturer¿s reference number: (B)(4).